Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm thoracic aortic aneurysm. The thoracic aorta had a moderate arch, and the diameter at the subclavian was 29 mm expanding to 39 mm then the aneurysm. It was reported that the first stent graft was successfully implanted. However, during deployment of the distal main piece which was to be implanted in a straight portion of the thoracic aorta, the physician pushed on the delivery system as he pulled on the quick release for deployment of the stent graft. The physician continued with the procedure and implanted a third device. When they did the final angiogram, the physician noticed that one of the springs of the second piece was in the misaligned position; however, it was within the first piece and not in contact with the vessel wall. There was no patient consequence and good overlap between the components. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Misaligned deployment. Evaluation results and conclusion: did not follow the recommended deployment technique in the instructions for use.